Event description:
It was reported that the catheter stopped measuring pressure. It had been functioning properly until the pt's position was changed. The surgeon exchanged it with a new 1104bt which worked normally. They said no strong pressure was applied on the catheter during the bodily position change. There was no pt injury reported. The catheter was zeroed prior to insertion. Additional clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.